Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. The customer reverted to manual injections for insulin therapy. Customer experienced an elevated blood glucose(bg) value; specific bg value was not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.